Manufacturer narrative:
Initial reporter- customer (person): country: (B)(6). PMA/510(k) #: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during an antibiotic infusion using a unknown dual lumen long term central venous catheter, the catheter fractured. The catheter was removed and an alternative device was placed. The patient initially had the catheter placed at another hospital in (B)(6) 2022. Per customer from facility where the device was replaced the label stated "cook" on the catheter, and they did not have the product code nor lot number. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: it was reported by (B)(6) hospital nhs foundation trust that an unknown cook long-term central venous catheter separated. The device was placed on the patient¿s left in (B)(6) 2022 at an unknown facility for long-term parenteral nutrition (tpn). The line was not heparin locked but was flushed with saline. On (B)(6) 2022, the second lumen was accessed to infuse antibiotics into the patient. At this time, the device fractured at the extension tube. An additional procedure was required to remove and replace the device with an alternative catheter. No other adverse events were reported due to this occurrence. Reviews of the documentation, including the instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. The customer shipped the device but is believed to be lost in transit. If the device is received, the investigation will be revisited. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device was not placed by the reporting hospital, so they are unable to provide a lot number. The device history record could not be reviewed. Cook also reviewed product labeling. The most recent instructions for use (IFU) [c_t_tpn_rev7] supplied with the suspected rpn were reviewed for information relevant to the reported failure mode. Per the IFU: ¿suggested catheter maintenance...if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc200 injection cap¿ catheter lock should be reestablished after every use or at least every 24 hours if unused¿ lumen should be flushed with normal saline between administration of different infusates.... After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock¿¿ the information provided upon review of the dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. It is possible the device was damaged due to the patent¿s movement. It is also possible that the catheter became occluded and the pressure during injection caused the failure. Cook is unable to confirm either of these without device return or additional information. The risk assessment for this failure mode was reviewed, and no action is required. The appropriate personnel were notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 27jan2023. The line was fractured on the extension tube. The device was used for long term parenteral nutrition. The other lumen was being used for antibiotic administration. The device was not heparin locked. Saline was used to flush the line.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.